Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) noise, oversensing, pacing inhibition with approximately two seconds of asystole, and intermittent increases in the rv impedance measurements. The noise had the appearance of minute ventilation oversensing. There were no reports of out of range impedance measurements. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, pacing inhibition with approximately two seconds of asystole, and intermittent increases in the rv impedance measurements. The noise had the appearance of minute ventilation oversensing. There were no reports of out of range impedance measurements. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This pacemaker was received with no reported allegations and was thoroughly inspected and analyzed upon receipt. Visual inspection of device case and header noted no anomalies. Review of memory noted no suspicious fault codes or resets and battery voltage was 2.295v and elective replacement indicator (eri) has not been tripped while implanted. The device passed returned product testing except for battery usage for inductive telemetry which was expected due to low battery voltage. The header passed pin gauge testing and all setscrews moved freely in both directions. The device was operating within specification and analysis found no evidence to indicate device anomalies. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that there were additional episodes of rv noise, oversensing, and pacing inhibition. Intermittent increases in rv impedance measurements were again noted as well. The patient had experienced symptoms of feeling like they had a bubble in their chest. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.